Event description:
The event occurred on an unspecified date and involved a 12" smallbore ext set w/0.2 micron filter, check valve, clave¿, clamp, rotating luer where the customer reported that total parenteral nutrition (tpn) filter was found to be leaking by parent and nurse. After it was noted to be leaking, tpn filter was exchanged using sterile technique. There was patient involvement and no injuries or adverse event were reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. Additional contact information: (B)(6).

Manufacturer narrative:
The complaint of leaks on item b9600 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. Lot history review couldn't be performed due to the lot number for this complaint was unknown.